Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be functioning appropriately. Mechanical testing of the header lead ports through pin gauge analysis found both chambers to be appropriate. A visual inspection did find the ventricular capture washer slightly distended, indicating the set screw had been retracted beyond the normal limits. The initial incoming inspection found the lead was removed with normal force.

Event description:
Boston scientific crm received information that this device was being explanted for normal battery depletion. During the procedure, the right ventricular lead could not be removed. It appeared that the setscrews were stripped. As a result, the lead was surgically abandoned. No adverse patient effects were noted.